Manufacturer narrative:
The hba1c reagent lot number and expiration date were requested, but not provided. The field service engineer found the fluidics overflowing when reaction cells were being washed. The rinse volumes were checked and adjusted. Probe adjustments were also performed. An instrument check was performed and passed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received questionable results for three patient samples tested with tina-quant hemoglobin a1cdx gen. 3 on a cobas c 503 analytical unit. A physician questioned the sample results as they did not agree with the clinical condition of the patients. The samples recovered high hba1c results, but the patients were not showing symptoms of high hba1c. Additional samples collected from the patients two weeks later showed lower hba1c values and these values were deemed correct. The first sample from the first patient resulted in an hba1c value of 7.5 %. Two weeks later, a second sample collected from the patient resulted in a value of 5.5 %. The first sample from the second patient resulted in an hba1c value of 13 %. Two weeks later, a second sample collected from the patient resulted in a value of 5.5 %. The first sample from the third patient resulted in an hba1c value of 11.3 %. Two weeks later, a second sample collected from the patient resulted in a value of 6.4 %.